Event description:
The lead was explanted in 1998 due to j retention wire fracture with protrusion through the outer polyurethane insulation. The pt had an intracerebral bleed within 24 hrs of the extraction. Pt expired in 1998.